Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was alarming motor error since (B)(6) 2017. The caller stated that the customer passed away at home, on (B)(6) 2016. The cause of death was heart failure. The caller stated that the customer had heart disease and the illness that leads to death started in 2014. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed displacement test, self-test, off no power test, rewind test, basic occlusion test and prime test. The operating currents were within specification. However, the insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery. Unable to determine the root cause of the motor error alarm due to insulin pump preservation. Unable to perform unexpected restart error, occlusion and excessive no delivery alarm tests due to motor error alarms. The insulin pump had cracked reservoir tube lip. Data analysis: there is no data available due to the insulin pump was returned without a battery installed.